Event description:
Related manufacturer report number: 2017865-2023-04538. It was reported that the patient presented for in-clinic follow-up with loss of capture and failure to sense exhibited by the right atrial (ra) and right ventricular (rv) leads. The patient was scheduled for lead revision. Fluoroscopy confirmed both leads were dislodged and located in the superior vena cava. The leads were explanted and replaced. The patient was stable.